Event description:
It was reported that cardiac perforation occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At an unknown date post index procedure, the patient reported having to be hospitalized for eight (8) days due to a cardiac perforation and also experienced pneumonia. No further information was made available.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part#: m635wu60270, batch#: 0034609041. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformance's that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include perforation (hospitalization) and pneumonia. Risk review: a risk review was completed and confirmed that the events of perforation and pneumonia were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that cardiac perforation occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At an unknown date post index procedure, the patient reported having to be hospitalized for eight (8) days due to a cardiac perforation and also experienced pneumonia. No further information was made available at the time of this event.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown.